Event description:
It was reported that the health care professional (hcp) called in for review of a stored atrial tachy response (atr) episode for this patient with a cardiac resynchronization therapy pacemaker (crt-p). Technical services reviewed the data and found there was some right atrial (ra) undersensing with a number of beats in blanking and some functional undersensing as well. Ts discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.